Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus during a varices ligature procedure performed on (B)(6) 2022. Prior to the procedure, it was noticed that the loop from trip wire was torn. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter fax: (B)(6). (B)(4). Device not returned.